Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issues could not be confirmed nor reproduced during testing. A device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Furthermore, performance testing with blood was performed on retain test strips. The retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter would not power on. In addition the meter displayed an apply sample message and error 2 messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issues began on "(B)(6) 2015, 7:30am." The patient manages her diabetes with oral medications, diet and/or exercise. The patient reported that 3 hours after the alleged issues began she developed the symptoms of "sweating and dizzy." The patient stated that on "(B)(6) 2014, 11:30am" she self-treated with food and or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure; there was no misuse of the meter. When pressing down on the power button the meter turned on, whilst the error 2 message did not reoccur. The correct testing steps and test strips were used and the test strip drew in the complete sample. The issues remained unresolved after trouble shooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issues began.